Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with hyperglycemia after breakfast to 296 mg/dl for approximately 3 hours followed by hypoglycemia to 47 mg/dl for approximately 30 minutes; the hypoglycemia was treated with oral glucose, and no backup therapy, ketone testing, professional intervention, or hospitalization occurred. Symptoms included hunger during the low. Outcomes included transient hypoglycemia and hyperglycemia without long-term sequelae. Investigation included review of the event description and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of the hypoglycemia and hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.